Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported sparking from the plasmablade device tip. The surgeon reported the sparking increased when the device came in contact with the generator battery. There was no damage to the battery reported and no patient injury. Additionally, during analysis, it was found that the device electrode insulation coating was chipped, however, it cannot be determined when or how the electrode insulation coating was damaged.